Manufacturer narrative:
(B)(4). Device evaluation summary: an empty opened overwrap packet and a labeled winding former with a needle of product code 663, lot mhp847 were returned for analysis. During the visual inspection of opened sample, the swage and attachment area were not as expected; since the hit of the stake was on the edge of needle. The suture was not returned for analysis. Per the sample condition the assignable cause of the performance pull off suture needle is incorrect swage. A manufacturing record review was performed for the finished device batch mhp847 and no non-conformances were identified.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported during a basic surgical skills course/skills lab on an unknown date suture was used. The thread broke off from the needle. There was no patient involvement.